Event description:
It was reported that the patient experienced lightheadedness and heart racing. The right ventricular (rv) lead exhibited possible t-wave oversensing (twos) and possible misalignment of the electrograms (egm) was observed. It is also noted that atrial pacing artifact is noted on the current egm and flutter waves are visible on the atrial tachycardia/atrial fibrillation (at/af) episode. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5071-35 lead implanted on (B)(6) 2015,  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.